Manufacturer narrative:
The device was returned due to patient death, caused by cardiac arrest. The results of electrical, stress/environmental tests performed indicate the pacer is exhibiting normal device characteristics. Longevity assessment was performed based on field settings and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-04223, related manufacturer reference number: 2017865-2020-04225. It was reported that the patient expired due to cardiac arrest and respiratory failure. No further information was provided.